Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the returned depth gauge (lot 5682851) was manufactured on november, 2008 and is approximately 6 years old. The depth gauge was received disassembled. The needle is broken off the graduated body. The slide mechanism on the depth gauge was tested and there are no issues with the sliding mechanism. The outer body of the depth gauge stays intact when the device is held vertically. There are multiple nicks and scratches on the device consistent with normal use. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the design drawing indicates that the returned part was manufactured to an older drawing. Since then there was one update to the design that did not affect the intended usage of the device. The complaint is confirmed for the complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. Excessive force exerted on the depth gauge or placing / dropping heavy instruments on top of the device during the sterilization process or use could have led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depth gauge that broke during surgery. The surgeon was performing an open reduction internal fixation (orif) of a clavicle and while measuring for the screw, the entire metal measuring shaft on the device broke off of the black shaft at the juncture between the metal and black resin shaft. The procedure was successfully completed using a second depth gauge. There were no reports of a surgical delay or patient harm. It was confirmed that there were no fragments left inside the patient. This report is 1 of 1 for complaint (B)(4).